Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: no defect in insulin delivery was found. Black box review shows an 11h power interruption from (B)(4) 2013 at 22:30pm to (B)(4) 2013 at 09:29am. Visual inspection shows no damage to the battery compartment, the battery cap has stripped threads, the cap is unable to fit to the pump. Cap height and width are within specification. A test battery cap is able to fit to the pump and to maintain electrical connection. Pump powers ¿on¿ and displays ¿verify¿ screen. The pump was primed and exercised for 24h, no further power interruption occurred during the duration test. Pump¿s cover was removed, no intermittent connection was found to the power circuit.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed stripped threads on the battery cap. This report is made based on the results of an investigation completed on (B)(4) 2013.